Event description:
Unable to confirm proper lead placement appears rv is sensing atrium rv possible non-capture. Rv lead is a st. Jude lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).